Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection did not identify the scorpion¿ needle, knee inside the knee scorpion shaft/jaws returned. Functional testing of the mating part ar-12990 returned, revealed that the knee scorpion needle was met with resistance and the cannulated shaft of the instrument returned was obstructed. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Do not resterilize or reuse the scorpion¿ suture passer needle. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur, that may inhibit proper function. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a refixation of distal anterior cruciate ligament tear the needle used with the device ar-12990 (lot: 14949473) was inserted through an osseous fragment in the tibial plateau and consequently broke off. This was noticed after removing the device from the patient. The needle got stuck in the scorpion device and no broken off part of the needle remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.